Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc specialist indicated that the instrument data did not show any chronic instrument issue while the samples were run. The cause of the discordant, falsely low shbg results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sex hormone-binding globulin (shbg) results were obtained on three patient samples on an immulite 2000 xpi instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher than the initial results and matching the clinical picture of the patients. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low shbg results.